Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that head-error occured. (B)(4).

Manufacturer narrative:
(B)(4). Addition of additional information in section b5 which was mistakenly not recorded on the 1 follow-up report.

Event description:
(B)(4). Additional information received 2016-03-10: the problem just took place at startup. No patient was involved. (B)(4).

Manufacturer narrative:
(B)(4). The manufacturer received the device for evaluation. The device was forwarded to a supplier for further investigation and repair. It was reported, that during test phase, the error-message "error head" could only be reproduced one time. Due to this sporadically occuring failure the entire electronic (board mc1 and board mc2) was changed. It was reported, that an explicit root-cause for the error, concerning the component, is not possible because this error occured sporadically. It was reported that it could be recognized, on the basis of the output of the terminal, that in the moment of the error-message a failure within the communication between the claimed rotaflow-drive and the test-console occured. It was reported that due to the fact that the signals run through different electronic components on the circuit boards mc1 and mc2 and due to the fact that those circuit boards are soldered with a ribbon cable, the decision was made to replace both circuit boards. The system test performed successfully according to service protocol.

Event description:
(B)(4).